Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant result of false negative generated on a patient sample when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. On (B)(6) 2021, the initial sample generated negative result for sars-cov-2 & influenza a/b. The same sample was sent out to an off-site facility (hospital) for confirmatory testing on an unknown platform and the result was positive for sars-cov-2 and negative for influenza a/b. No supporting data was provided of the platform type. The result was reported. No harm was alleged. An investigation is currently ongoing.

Manufacturer narrative:
An investigation was performed on the reagent to rule out any contributions to the customer allegation. The review of the data provided did not show any signs of a systematic issue. Furthermore, the differences in detection technologies as well as the differences in sensitivity may have contributed in the discrepancy for sars-cov-2 negative. (B)(4).